Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user could not longer hear with the device after a reported fall. The area around the implant site is reported to have been swollen for a few days after the incident. Expert measurements and imaging are recommended.

Manufacturer narrative:
Conclusion: damage to the reference electrode likely caused by an external impact, such as the one reported, was determined to be the root cause of device failure. Additionally, the active electrode also showed damage to the electrode wires consistent with an external impact. The investigation results appear to match the problems mentioned in the recipient_s report. This is a final report.

Event description:
The user could no longer hear with the device after a reported fall. The area around the implant site was reported to have been swollen for a few days after the incident. In situ measurements showed all channels with elevated impedances but all still within normal limits. Ground path impedance was elevated (ca. 10kohm). The recipient was re-implanted.